Event description:
It was reported that a shaft break occurred. This 2mm x 40mm x 145cm coyote es balloon was selected for use during a tibial dilation procedure. During the procedure, the balloon catheter was found to be severed inside the introducer. The portion inside the introducer was successfully retrieved using forceps. The procedure was then completed using different devices. There were no patient complications.

Manufacturer narrative:
Detailed event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted. Device analysis findings: upon receipt at our post market quality assurance laboratory, the coyote es balloon catheter was examined both visually and microscopically. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined, and a separation was found at the hypotube 82.5 cm from the hub, along with multiple kinks along the shaft. No additional or other damages were observed upon further inspection. Product analysis confirmed the separation and kinks. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the coyote es device was completed and confirmed that the event of break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause linked to device but unable to trace more specifically.

Event description:
It was reported that a shaft break occurred. This 2mm x 40mm x 145cm coyote es balloon was selected for use during a tibial dilation procedure. During the procedure, the balloon catheter was found to be severed inside the introducer. The portion inside the introducer was successfully retrieved using forceps. The procedure was then completed using different devices. There were no patient complications.